Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the cartridge was filled with over 480 units (500 units). There was no impact to the customer's blood glucose level. After reloading the cartridge, customer received an accurate fill estimate.